Event description:
It was reported that the patient underwent a revision procedure due to an infection suspected by corpora weakened by the cylinder and tissue ingrown with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new spectra penile prosthesis (spp) was implanted. Additional information was reported that the patient presented to the physician with a scrotal infection, the patient was hospitalized, prescribed antibiotics and the physician washed out the infected cavity and replaced the device. The patient recovered following the revision procedure.